Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction was returned to the manufacturer for evaluation. The evaluation results state that the device was returned with a catheter segment embedded in the catheter. Fracture was identified in the returned device. The definite root cause could not be determined based on the available information. The device is labeled for single use. H11: g1, h6 (results & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1859660 implantable port allegedly experienced fracture. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1859660 implantable port allegedly experienced fracture. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.